Event description:
It was reported that the following issue was observed on the device: ¿check IV alarm." Additional notes provided by the facility¿s clinical engineering support services include: "the right iui connector was very badly corroded, so I replaced it with a new one. The foot latch was sticking, and I found that by loosening the screws a little it now moves easily.the check IV alarm was being caused by old pressure sensors, so I replaced both the upstream and the downstream pressure sensors with new ones.I recalibrated the unit, and ran it through all of its pm tests, with no issues." Reported problem cause description: "mechanical electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.